Event description:
A facility representative reported that a damaged lens of an unknown model and size was returned to the manufacture. Visual inspection found a deformed optic and the haptics bent. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and the haptics bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).